Event description:
The customer reported to baxter a clearlink system continu-flo solution set in which a backflow occurred. According to the report, while iron was infusing via an unknown pump, the rn noticed that the iron was backing up into the primary saline bag (approximately 60cc). The condition occurred during infusion on a patient. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A label review of this product code was conducted. The label was found to contain the appropriate directions, cautions, and notes. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.